Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation had a depression breach was found. It was noted that the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced for a lead fracture as evidenced by high impedance and activation of the lead integrity alert (lia). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.